Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The distal luer was not returned with the unit for evaluation. Visual examination confirmed that the distal luer had been broken off near the end of the tubing. Based on the evaluation, broken/cracked luer near the base of the stem is due to stress from the packaging design. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. Additional information: per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported via phone that an intermate had the end of its tubing separate from the device upon removal from packaging. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is available. No additional information is available.